Event description:
It was reported a balloon burst on the first inflation at six atm during a peripheral angioplasty of a calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. This device was destroyed by the user facility. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Follow up indicated this device was used in a calcified lesion which co believed contributed to this event and do not attribute it to the device. However, without evaluating the product, co cannot determine the exact cause for this event. Directions for use state: "if loss or pressure within the balloon occurs during inflation or if balloon ruptures during dilation, immediately discontinue the procuedure. Deflate the balloon. Do not reinflate and remove carefully."